Manufacturer narrative:
Model number/catalog number: 1100267911. Serial number: n/a. Batch/lot number: 72404127. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 1100270718. Serial number: n/a. Batch/lot number: 72400024. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician observed fluid loss in the system. The balloon was entirely deflated at the time of explant, while fluid was present in the pump. The device was explanted and replaced. There were no further patient complications.